Event description:
It was reported by service report that the bed keeps losing all motor functions. No patient involvement or adverse consequences reported.

Manufacturer narrative:
CPR. Result: CPR reset switch set screw out of adjustment.